Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. On the same day as the diagnosis, the patient began treatment with cephalexin (duration ¿ fifteen days, dose, route, and frequency not reported) for peritonitis. Nine days after being diagnosed, the patient was hospitalized for the event. During hospitalization, the patient was also diagnosed with two unrelated medical conditions. At the time of this report, the patient was recovered from the peritonitis event and antibiotic therapy was complete. Dianeal therapies were ongoing. The patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.